Event description:
Following "incorrect weight" alarms, the nurse inspected the machine and equipment and found the tubing on the prismasate bad was crimped and restricting the flow of the solution.

Manufacturer narrative:
Investigation of the product confirmed the fill ports of the bag were bowed. The root cause was identified and the mfg process was revised to prevent recurrence. This is a retrospective report of the product problem. No pt was injured in connection with this incident and gambro does not regard the submittal of this report as an admission of causation or liability.